Event description:
It was reported the patients ipg became inoperable following an unrelated surgery on (B)(6) 2022. Next course of action is undetermined at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received reports that surgical intervention is pending to address this issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that patient underwent surgical intervention on 13may2022 in which the ipg was explanted and replaced.